Event description:
Follow-up identified the replacement ipg was repositioned in the original pocket. The patient's symptoms have resolved post surgery.

Manufacturer narrative:
(B)(4). Field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing pain, 'pinching' and an unpleasant sensation at the ipg site regardless of stimulation. Subsequently, surgical intervention was undertaken to explant and replace the ipg with a different model. The patient was reportedly 'doing well' following the procedure.